Event description:
It was reported that the right ventricular lead has shown a steady increase in impedance since earlier this year and is now measuring high at greater than 2500 ohms. The pace/sense portion of the lead was capped and replaced while the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead has shown a steady increase in impedance since earlier this year and is now measuring high. The pace/sense portion of the lead was capped and replaced while the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that the impedance trends show min/max right ventricular pace impedance was steady at the 800 ohm range until (B)(6) 2010 and the min/max impedance rose steadily to 4864/5120 ohms on (B)(6) 2010. The values remain high until data end on (B)(6) 2010.